Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and vomiting. The customer's blood glucose levels were out of range. It was stated that the customer had high blood glucose levels for two days prior to being hospitalized. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. It was also stated that the customer experiences pain with the current infusion sets. Suggested using different infusion sets. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.